Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305834 and lot number 2008404. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality team. The retained samples were visually examined; however, no signs of defect were observed. Based on the investigation results at this time, an exact cause could not be determined for the reported incident.

Event description:
It was reported while using bd® flu+ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: cap removed from syringe and a small wire fell out about a size of a stapler. Also entwined around the barrel of a syringe is a wire, possibly another needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® flu+ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: cap removed from syringe and a small wire fell out about a size of a stapler. Also entwined around the barrel of a syringe is a wire, possibly another needle.